Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 6.5 mg/dl. The customer was assisted in reviewing the alarm and found received 3 rf pic failed self-test alarms. The customer was explained the alarm and possible causes. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed noted during self test due to faulty electrical component on the radio frequency board. All operating currents are within specification. The insulin pump was programmed with correct time and date. The insulin pump was monitored several day, several bolus were programmed and delivered; all bolus delivered during testing and during the time the insulin pump was monitored were properly recorded and recorded at the daily totals and bolus history screens. No bolus history anomaly noted. However, several a47 alarms were found at the alarm history file due to corrupted history file. The insulin pump passed the a21 error, test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No cosmetic damage noted.